Manufacturer narrative:
Follow-up # 1 ¿ (07/28/2014).the patient¿s meter has been returned on 7/11/2014 and evaluated by lifescan product analysis on 7/16/2014 with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced. In addition, a secondary issue was noted when the meter was found to have pcb contamination. Tertiarily, the meter was found to have a corroded battery contact. Quaternary, the meter has cosmetic imperfection. Quinary, the meter was found to be missing its serial number. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) (germany) alleging that his onetouch ultrasmart meter was displaying an error 1 message. The complaint was classified based on the customer service representative (csr) documentation. The patient claimed the alleged issue began on approximately (B)(6) 2014 at approximately 1pm. The patient claimed that approximately 1 hour after attempting to test with the subject device, he developed symptoms of feeling ¿thirsty and tired.¿ the patient reportedly manages his diabetes with humalog insulin and self-treated his symptoms by administering 5 units of insulin at approximately 3pm, 1 hour later. No other device was used for testing. At the time of troubleshooting, the csr noted that the subject device was not being used for the first time. The issue was not resolved with troubleshooting and replacement products were sent to the patient and subject products are pending return for investigation. This complaint is being reported because, the patient claims he was unable to test his blood glucose due to the reported issue and reportedly developed symptoms suggestive of hyperglycemia after the alleged meter issue began.